Event description:
Health professional reported a "leak". Event was noticed by the healthcare professional during a fill attempt where less fluid was found in the device. Fluoroscopy with contrast confirmed the "leak". The device was removed and replaced. Additional info: healthcare professional reported, "port was replaced due to wear and tear from the huber needle".

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".